Manufacturer narrative:
Follow-up # 1 ¿ (10/28/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 10/17/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #3 - additional information - (11/27/2013). A DHR (device history record) was completed on 11/20/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ reporter contacted lifescan (lfs) on behalf of the patient (her son) alleging a onetouch ping meter was in the incorrect date and time format. This complaint was classified using the customer care advocate (cca) documentation. The reporter was unaware of when the alleged issue first began. The reporter stated the meter would switch from am to pm. The reporter stated the patient uses insulin pump therapy to manage his diabetes. The reporter stated the insulin pump was set up to bolus at a certain time so the patient received an incorrect amount of insulin during the wrong time of day. The reporter stated 5 minutes after the issue occurred the patient developed symptoms of ¿shaking and dizzy¿ which he associates with low blood glucose and he was given orange juice as treatment at an unknown time. During the time of troubleshooting the cca confirmed the alleged issue did not occur immediately after removing/ replacing the battery and it was not the first time the meter had been used. The alleged issue remained unresolved with a walk through. Replacement products were sent to the patient. This complaint is being reported because the reporter claims due to the alleged issue, the patient was given the wrong amount of insulin at the wrong time, developed symptoms suggestive of hypoglycemia and required treatment.

Manufacturer narrative:
Follow-up # 2 ¿ (11/27/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 10/15/2013 and 11/21/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have improper battery install with batteries being past recommended use date. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.